Manufacturer narrative:
Continuation of d10: product ID: 37642. Serial#: (B)(6). Product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 37642 patient programmer (ptm) (serial number: (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a replaced programmer and when they try to use it to turn stim off and then back on again, they have been shaking all morning (today due to stim off). The patient said they frequently see the low programmer battery screen. The patient said after they got it, it only worked for 2 days. The patient said once in a while it works, and they can turn stim off and back on but most often they get the low batteries screen. The patient said since they got it, they have changed the batteries twice. Worked with the patient to confirm the screen and the patient confirmed they were using brand new duracell batteries. The issue was not resolved. The patient's relevant medical history included that the patient said if they turn stim off and if the programmer does not work, the patient cannot feed themselves because their hand shakes so bad. The patient said their left hand has a tremor too they did not have surgery done to help their left hand due to their age. The patient said they are just going to leave stim turned on. Additional information was received from the patient. They received a replacement patient programmer (pp), and it wouldn't power on. The patient stated they tried new batteries, but the patient programmer still was unresponsive. Pss confirmed the patient put batteries correctly in the programmer. No indication of patient harm. Additional information was received from the patient who confirmed using alkaline aaa batteries and stated they tried multiple new sets. The patient stated they have been using the same type of batteries as before when they didn't have problems with the patient programmer. The patient stated they know the patient programmer is the problem and that they are sending the patient programmer back and want a replacement sent.